Manufacturer narrative:
(B)(4). Batch # m5637r. The analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the jaws did not open though the knife returned to home position after the second firing on the gastric body. The device functioned as intended until then. The device could be removed from the patient without opening the jaws since the target tissue had come off the jaws after the firing. Eventually, the jaws could not be opened though the buttons and triggers were touched. The cartridges of first firing and second firing were both blue. Another device was used to complete the case. There were no adverse consequences to the patient.